Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a procedure performed to mark the colon.according to the complainant, during preparation, the device was not able to flush the ink. No damage was visible to the device. The procedure was completed using another interject injection therapy needle device.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a procedure performed to mark the colon. According to the complainant, during preparation, the device was not able to flush the ink. No damage was visible to the device. The procedure was completed using another interject injection therapy needle device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual inspection of the returned device found no anomalies. A functional evaluation was performed. When a syringe was attached and compressed, resistance was felt, confirming that the inner sheath was blocked or possibly occluded. The inner sheath was found to be filled loosely with black contrast material. No kinks were identified on the inner sheath. The inner sheath was detached 2cm from the tip of the needle to check for occlusions in the needle and inner sheath separately. No blockage was identified in the inner sheath. The needle was clogged with contrast material. The needle was most likely clogged while being tested, and was possibly due to inconsistency of contrast or other undetermined factors related to the contrast. Based on the results of the investigation, the most probable root cause of this complaint is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.